Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. During the call, cts provided multiple instructions to address the problem, including disconnecting tubing, tightening the t: lock, holding tubing downward, and delivering specified boluses. After experiencing repeated occlusion alarms, the customer successfully completed a bolus following guidance to load a new cartridge. Cts advised the caller to replace supplies as needed and continue with insulin therapy and arranged for further assistance if required.